Manufacturer narrative:
Upon receipt, the lead was found dissected. Only the distal part of the lead was received for analysis whereas the proximal part including the serial number is missing. It is reasonable to assume that the lead was dissected in the course of the surgery. The performance of the lead fragment was scrutinized. The analysis revealed a damaged insulation in the region of the tricuspid valve. In this region, the conductor cable to the ring electrode was found fractured. These damages can be considered as the root cause for the noise and high pacing impedance mentioned in the complaint description. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further damages occurred most likely during the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to shocks caused by noise and pacing impedances greater than 3000 ohms. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.